Event description:
The surgeon inserted an icm 125v4 12.5mm implantable collamer lens in 2005. The lens was explanted on 1/03/2006 due to high vaulting and increased iop. Subsequently, the patient experienced narrowing of the angle and shallowing of the acd. The lens was exchanged using a shorter lens.